Event description:
The customer was experiencing intermittent error messages, including an "image read error" images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep found that the connection to the di board was loose. He replaced the side covers and center friction pad. The system was retested and passed all tests. (B)(4).